Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer originally reported that the device was working normally and the stopped working when the activation button was depressed. There was no pt injury. The device was returned with the knife blade exposed.